Manufacturer narrative:
Health effect - clinical code changed to 4582, health effect - impact code changed to 2199 and problem code changed to 3189.

Event description:
User reported false positive result. Negative pcr 5 days later. Symptomatic. Fully vaccinated.

Event description:
User reported false positive result. Negative pcr 5 days later. Symptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.